Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 4/03/2017 with the following findings: during testing, it was observed that there were vertical lines in the display screen due to missing pixels. The pump was opened and a failed display flex was found. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a failed display flex. This report is made based on results of investigation completed on (B)(6) 2017.